Manufacturer narrative:
During the surgery, the distal tip of the 5.0mm tap fractured while tapping the right l5 pedicle. The tap was approximately 30mm deep in the pedicle when the fracture occurred. The surgery was extended 2 hours; however, the broken tip of the tap was removed from the patient. N. The sales representative stated that the patient had sclerotic bone. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue cannot be determined.

Event description:
It was reported that the tip of a 5.0mm tap was broken and the procedure was extended 2 hours to retrieve the tip.